Manufacturer narrative:
Device received stuck in critical pump error (open book image) and unable to download due to moisture damage on all electronic assembles. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with corrosion on force sensor assembly, moisture damage on motor home switch and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Customer states that they received a critical pump error image on the pump screen. Customer¿s blood glucose was unknown at time of incident. Customer advised to refer to back up plan per hcp instructions. Insulin pump will be return for analysis.